Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that after booting up this system, and then proceeding to take 2d images for testing purposes, after each 2d image and beep the pendant would go into stand-alone mode for about 10-15 seconds and there would be a picture of a figure looking at a book on the pendant screen. After the 15 seconds, 2d mode would return. This continued after about 5 shots until the rep rebooted the system. The rep he has not been able to replicate the issue. There was no patient involved with this concern.

Manufacturer narrative:
Device manufacturing date was inadvertently left off initial 3500a. Device manufacturing date now provided. The software logs were reviewed by principal software engineer who found: the mvs starts shutting down around 11:46:20 am. The ias shuts down around 11:48 am. The framegrabber component is disposed of during the shutdown sequence. The ias was powered back on around 12:15 pm. It appears something went wrong during the mvs boot-up, as the mvs boot-up logs are missing and the framegrabber component did initialize correctly. Consequently, because the framegrabber is not collecting images, the mvs halts after a few frames for all of the subsequent scans until the reboot. There is a log at 12:11:33 that states, "displayed the following message to the user: daylight saving setting has changed. A reboot of the system is required." This log means the user modified the configuration file to adjust for daylight savings time. It appears the user performed this modification during the boot-up, putting the system in a bad state, and did not reboot as directed by the software. The software investigation was completed and found that the software is working as designed as it correctly informed the user of a reboot. However, this event is related to a software feature request issue to address the user being able to scan despite the system needing a reboot. This issue was documented in a medtronic navigation software tracking database.